Event description:
After the tube was removed, something was found in the back of the pt's throat. Apparently, the weighted tip had broken off. The piece was removed without surgical intervention. Pt is however, on a ventilator, due to a pre-existing condition. There was no injury reported. The main tube was discarded but the hospital has the broken portion.

Manufacturer narrative:
Investigation is in progress. The hosp discarded the main portion of the tube, but returned the weighted tip segment for eval. Approx four inches of the tube was returned. The break site was clearly inflated, and its location was proximal to the bolus junction. This condition is consistent with excessive pressure being employed to clear a blockage. Product labeling contains info on this problem and clearly warns the user to avoid excessive pressure. User technique was the most likely cause of the observed problem.